Event description:
Procedure type: unk. According to the reporter: the customer reports that when the package was opened, the nurse noticed the presence of a white deposit on the cannula, and they removed the instrument from the or. Not used on a pt. No pt injury was reported. The sample is being sent for evaluation.

Manufacturer narrative:
(B) (4).